Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during an esophageal dilation procedure the same day (patient gender, age and weight unknown). According to the complainant, after procedure was completed the balloon broke off the catheter while inside the scope. A vacuum was not used when withdrawing the balloon through the scope, just the doctor's force. The balloon piece is still inside the scope. This event happened outside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.